Manufacturer narrative:
(B)(4). Date sent: 1/5/2025. D4 batch#: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is meant by ¿device became jammed¿? Could the device be closed? Could the device be fired? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the current status of the patient? If reloaded. What is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in please prior to closing the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a anterior resection, during stapling, the device became jammed preventing the procedure from being completed correctly. Conversion to laparotomy (rectum stapling again and protective ileostomy). Current patient status: goes well protective stoma and blade antibiotic treatment for collection.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. Additional information was requested and the following was obtained: the device is not available. What is meant by ¿device became jammed¿? The device cut without stapling. Could the device be closed? Yes. Could the device be fired? Yes. What were the indications for surgery? Rectal resection for cancer. Did the patient receive any preoperative chemotherapy or radiation? Yes, both when was the staple retaining cap removed? Just before use. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? View control and digital control. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? Twice. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings?1. Can more information be provided about staple form? No staple. What is the current status of the patient? Waiting for control of his anastomosis in search of a fistula. If reloaded - what is the scrub's experience with reloading the device? No reload were there any difficulties loading the device? / what did they do to ensure that the cartridge was snapped in please prior to closing the device?